Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found

Event description:
It was reported that during implant the ventricular lead exhibited loss of sensing, high impedances and unacceptable thresholds at multiple sites. The lead was not used and a new lead was implanted.